Event description:
The manufacturer received information alleging visualization of particles in the air path. The patient alleges headaches. There was no reported patient death or serious injury, however the reported issue/event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA pr7211, in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.